Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, the customer did not consume food all day which caused the customer's bg level to decrease. The customer consumed juice and ate glucose tablets to treat the bg level. Recommendation was made to consult with health care provider regarding diabetes management.